Event description:
Blood sugars deteriorated (hyperglycemia). Case description: a nurse reported that a patient experienced hyperglycemia. An innovo device was given to patient and family which they started using in 2000 and from that date the patient's blood sugars ran abnormally high during the day. They stopped using the device after ten days and patient's blood sugars settled when going back to novopen 1.5. When the nurse tested the device by delivering 20 iu into a pen cap it did not appear to reach the test line so she drew up the insulin using a syringe and was only able to draw back 16 iu. The case has been re-classified from non-serious to serious in february 2001 due to medical significance. Follow up information received in march 2001. The reporting diabetes nurse specialist states in a letter that the same dose of insulin and the same daily dose were used prior to, during and after the event. The last hba1c recorded was 7.8% in september 2000. There was no change to patient's routine at all. Meals and activity levels were the same as usual. The blood sugars whilst using the innovo increased but went back to normal when using the 3 ml pen. No treatment was required.

Event description:
Blood sugars deteriorated (hyperglycemia). Case description: a nurse reported that a patient experienced hyperglycemia. An innovo device was given to patient and family which they started using in 2000 and from that date the patient's blood sugars ran abnormally high during the day. They stopped using the device after ten days and patient's blood sugars settled when going back to novopen 1.5. When the nurse tested the device by delivering 20 iu into a pen cap it did not appear to reach the test line so she drew up the insulin using a syringe and was only able to draw back 16 iu. The case has been re-classified from non-serious to serious in february 2001 due to medical significance. Follow up information received in march 2001. The reporting diabetes nurse specialist states in a letter that the same dose of insulin and the same daily dose were used prior to, during and after the event. The last hba1c recorded was 7.8% in september 2000. There was no change to patient's routine at all. Meals and activity levels were the same as usual. The blood sugars whilst using the innovo increased but went back to normal when using the 3 ml pen. No treatment was required.